Event description:
Following the electronics performance indicator (epi), an alert was received by the clinician and device was explanted. The patient condition was fine prior to the procedure. The patient condition during, and after the procedure were not reported.